Event description:
The device was used during a lar procedure. Reportedly, the staples were missing. The surgeon stated there was partial tissue loss and manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.